Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was found that the stylet could not be removed from the left ventricular (lv) lead. The lead was not installed during the procedure on (B)(6) 2022 and the surgery was terminated. The patient was stable throughout the surgery.

Manufacturer narrative:
The reported event of ¿the guidewire failed to remove from the lead¿ was confirmed. As received, a complete lead with stuck stylet was returned in one piece measuring 106.0cm / 85.6 cm (connector pin and stretched inner coil / lead body). The cause of the reported event was due to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out through the connector assembly consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements.